Event description:
Breakage of the stem was reported and pt had to undergo a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.